Event description:
The customer reported that the 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The device was upgraded to 10.4 the graphical user interface (gui) display. The unit passed extended self-testing. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).